Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was stuck underneath the packaging tape that secures that packaging mandrel to the packaging card. The benchmark was fractured approximately 5.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the benchmark was stuck underneath the packaging tape and fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully impacted inside its sterile pouch, prior to opening the packaging, damage such as this may occur. Damage to the product prior to opening the packaging likely contributed to the reported fracture and the device being stuck underneath the packaging tape. Penumbra catheters and packaging are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for medical procedure, the hospital technician found that the benchmark 6f 071 delivery catheter (benchmark) was fractured near the hub upon removal from the packaging. The damage to the benchmark was found prior to use. Therefore the benchmark was not used in the procedure. The procedure was completed using a new benchmark.